Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a surgical outcome system patient (146155) had undergone a reverse shoulder arthroplasty (B)(6) 2019. The patient suffered a traumatic periprosthetic fracture requiring an exchange to a long stem. The patient had been seen in clinic (B)(6) 2020 for a recent fall with no given date. The revision to perform the exchange ook place (B)(6) 2020. A standard osteotome was used for removal of he ar-9100-12s univers apex humeral stem, which was loose because of the fracture. The device lot number was not provided. The patient bone quality was reported to be average. There were no complications during removal.